Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. The insertion section and bending section were wiped by the customer. There were abnormalities in the accessories used for reprocessing, but details regarding this are unknown. The insertion section and bending section were wiped/brushed with clean lint-free cloths, brushes or sponges. The endoscope was flushed with detergent solution. No leak check was performed. According to the customer, the following details regarding the cds process were unknown: what the foreign material was, but stated possibly a cleaning solution for soaking (manual cleaning), and whether there was delay in the start of the pre-cleaning. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had black liquid coming out from the insertion tube. The issue occurred during reprocessing. The procedure was completed using the same set of equipment with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it can be presumed it was do to error in reprocessing. The events can be detected/prevented in accordance with the following instructions for use: inspection method is described in the operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ [inspection of the endoscope] 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.